Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model#: sc-3400-30 serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a revision procedure due to lead migration. During the procedure, the splitters were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The devices were replaced due to physician's preference. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the devices passed all tests performed. Leads exhibited normal device characteristics.

Event description:
A report was received that the patient underwent a revision procedure due to lead migration. During the procedure, the splitters were replaced. The patient was doing well postoperatively.